Event description:
On (B)(6) 2012, it was reported that the infusion tubing has been detaching from the headset on the pt's infusion set. The pt first noticed the problem before dinner when he felt that his skin was wet. The pt changed the infusion set and had the same issue. The pt's blood glucose level began to be elevated. The pt did not require medical assistance from a healthcare professional or second party to address the issue. The infusion sets were requested to be returned for product eval.

Manufacturer narrative:
The incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained it will be provided in the supplemental report.